Manufacturer narrative:
The reagent lot number and expiration date were not provided. The qc data was not acceptable. The field service representative found the syringe valve for the pre-wash was defective. He performed a performance test and observed the abnormality. He replaced the syringe unit mechanism and performed checks and tests with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys tacrolimus results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 40.0 ng/ml with a data flag. The sample was repeated on another module, and the result was 1.7 ng/ml. The sample was repeated because the initial result was suspiciously outside the range.